Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.' Shuko iwata, michinao tan, takashi miwa, wataru sasaki, kazushi urasawa. Jet edge technique: results of a single center retrospective study of jetstream atherectomy using the guidewire bias method for eccentric severely calcified lesions. Department of cardiology, tokeidai memorial hospital, sapporo, japan, department of clinical engineering, tokeidai memorial hospital, sapporo, japan.

Event description:
It was reported via a literature article that reocclusion and major adverse limb events occurred, requiring intervention. A retrospective, nonrandomized observational study was conducted at a single center in japan between october 2022 and september 2024. The patients underwent endovascular therapy (evt) for symptomatic atherosclerotic femoropopliteal artery disease with eccentric calcified lesions. In total, 28 lesions in 28 patients were assessed. The calcification was debulked using a jetstream catheter. The access site, balloons, and jetstream catheter size were selected at the operator's discretion. Aspirin, clopidogrel, cilostazol, and direct oral anticoagulants were administered pre and post-procedure based on the operators preferences. A final angiography was performed to assess procedural success, including evaluation of the runoff vessels below the knee. No vascular perforation or medial layer damage occurred following the use of the jetstream catheter. The 1 year kaplan meier estimates for primary patency, freedom from major adverse limb events, and freedom from target lesion revascularization (tlr) were 88.6%, 88.1%, and 91.3%, respectively. Major adverse limb events were defined as a composite of major amputation, endovascular tlr, or surgical tlr occurring during the study period.